Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: ¿ opening on posterior side. ¿ red particles in gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b5,g2. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
It was later confirmed by the physican reported stomach ache, both armpits bumps, unertain, joint pain everywhere, memory loss, tiredness, concentration problems, painfulful stitches, headaches and muscle strain. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient representative additionally reported "stomach ache, both armpits bumps, uncertain." This represents the right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking." A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient representative reported "implants are leaking". This represents the unknown side. Device location is unknown.